Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the device moving during deployment could not be determined with the available information. The conformable gore tag thoracic endoprosthesis instructions for use (IFU) states "failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences, injury to the patient or death. Compliance with device sizing recommendations is critical to optimal performance of the device. Stabilize the delivery catheter at the introducer sheath to prevent delivery catheter movement prior to deploying the endoprosthesis. While maintaining the exposed delivery catheter as straight as possible, deploy the endoprosthesis by pulling the deployment knob in a steady, continuous motion." Also was implanted. (B)(4).

Event description:
On (B)(6) 2011, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aneurysm. The device has moved forward during deployment and unintentionally covered the brachiocephalic artery. It did not restrict the blood flow into the brachiocephalic artery and the physician did not perform any corrective actions. The patient tolerated the procedure. Further information was requested but not provided to gore.